Event description:
Rptr had lasik eye surgery for nearsightedness by a well known surgeon. Rptr has not been able to work since then due to debilitating pain, chronic eye discomfort, increased by any slight water, wind, or a/c heaters. Rptr was told they were a good candidate but have since found out that lasik should not have been performed on a low myopic with small eyes. Rptr was not given the full info on what complications are involved with lasik. This lasik should be banned now that rptr has found many others whose eyes have been damaged. The drs refuse to report the bad cases. The taxpayers will pay for people on disability.